Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow up. Upon interrogation the pulse generator exhibited over sensing. The device remained implanted and the patient would be monitored.